Event description:
It was reported that the insulin gauge was inaccurate. Additionally, the customer received a minimum fill notification. Reportedly, the customer was overfilling the cartridges with insulin. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 219 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: the disposable cartridge is filled with up to 300 units of insulin and attached to the pump.